Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. A non-sustained lead noise episode due to post-paced t-wave oversensing was observed. The device was reprogrammed and no further sensing anomalies were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.